Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported the infusion set leaks insulin between the cannula and adhesive of the headset. On (B)(6) 2011 at 3 pm, the pt's blood glucose was elevated to 392 mg/dl and the headset adhesive was wet and smelled of insulin. The pt changed the infusion set and bolused through the infusion device. On (B)(6) 2011 at 12:15 pm, the pt's blood glucose measured 103 mg/dl and the pt ate and bolused 15 units of insulin. At 3 pm, his blood glucose measured 281 mg/dl and the headset adhesive was wet. He changed the headset and bolused through the infusion device. On (B)(6) 2011 at 6:30 am, his blood glucose measured 189 mg/dl and he ate and bolused a total of 15 units of insulin. At 9:30 am, the headset adhesive was wet. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion sets were replaced and requested to be returned for eval.